Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device expulsion ('migrated into my uterus') and autoimmune disorder ('autoimmune disease') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pain ("feel the same pain"), colitis ulcerative ("ulcerative colitis") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, pain, colitis ulcerative and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, colitis ulcerative, device expulsion, pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain and ulcerative colitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff information form received. Event¿ uterine perforation¿ was added. Essure insertion and removal date updated. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("feel the same pain"). The patient was treated with surgery (total hysterectomy). Essure was removed in 2013. At the time of the report, the medical device removal and pain outcome was unknown. The reporter considered medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: content from plaintiff fact sheet received. Case became incident. Event medical device removal added. Essure removal details updated. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrated into my uterus') and autoimmune disorder ('autoimmune disease') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pain ("feel the same pain"), colitis ulcerative ("ulcerative colitis") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy). Essure was removed in 2013. At the time of the report, the device expulsion, pain, colitis ulcerative and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, colitis ulcerative, device expulsion and pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pain and ulcerative colitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migrated into my uterus') and autoimmune disorder ('autoimmune disease') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pain ("feel the same pain"), colitis ulcerative ("ulcerative colitis") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy). Essure was removed in 2013. At the time of the report, the uterine perforation, pain, colitis ulcerative and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, colitis ulcerative, pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pain and ulcerative colitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event ulcerative colitis, autoimmune disease were added. Event medical device removal coding changed to uterine perforation was added. Reporter information was added. Fu 3 & 4 process together. On 20-mar-2020: fu 3 & 4 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.